Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The mesh exposed and was excised under general anesthesia. No further information is available.